Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 685 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and vomiting. The patient reports they had applied a new pod in the morning prior to going to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, antibiotics, insulin and oral medications. The patient had been in the intensive care unit and then transferred to a hospital room on the day of this call. The patient remains in the hospital at the time of this call.